Manufacturer narrative:
The user reported differences between the sg and the bg values. The user also reported taking doxycycline. The user was educated on medication guidance, indicating that medications in the tetracycline class, including doxycycline, may impact sensor glucose readings and that cgm values should not be relied upon while taking these medications as indicated in the eversense user guide.the user was satisfied with the education provided and they were advised to call back if the issue persists once their treatment was complete.a review of the data management system (dms) confirmed that the system remained in active use with current data.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.